Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was beeping after every few minutes. Customer's blood glucose value was 9 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer states buttons were neither pressed nor accidentally pressed. Customer reports the notification light did not blink. Customer states there was nothing nearby that beeps. Customer states the insulin pump was beeping low reservoir. The device will not be returned for analysis.